Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings: a review of the pump history showed that the pump was suspended twice. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended and the pump emitted the appropriate audio and visual suspend alert. Boluses were performed successfully without self-suspending. There was no damage observed on the keypad and all keypad buttons responded appropriately. The complaint of the pump self-suspending was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the pump was self-suspending. It was noted that, while attempting to bolus, the pump would suspend. Reportedly, this occurred multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.